Event description:
According to the reporter: a piece of plastic detached from the trocar and fell into the abdominal cavity. The piece was retrieved from the patient cavity and another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4)